Event description:
A report was received stating that the device was observed leaking after an unk amount of time in use. No incident related medical sequela was reported.

Manufacturer narrative:
Smith medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smith medical will fill a follow-up report detailing the results of the evaluation once it is completed.